Manufacturer narrative:
The reported event was addressed with phone support. The fse followed up with the site's robotics coordinator (roco) who confirmed that issue did not return during next procedure. Fse reviewed logs and confirmed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the master tool manipulator (mtm) was drifting when the surgeon let go of it. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked if the surgeon was letting go of the mtm when he was engaged within the high resolution stereo viewer (hrsv) or outside of hrsv engagement. The customer did not know the context of the drifting. The procedure was completed as planned with no report of patient injury.